Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (f&p) service centre in germany where it was visually inspected, and performance tested by a trained f&p technician. Our investigation is therefore based on the photographs and information provided by f&p service centre in germany. Results: visual inspection of the subject iw990 infant warmer revealed that the screw bosses of the control panel were broken. Conclusion: we are unable to determine the cause of the reported event. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that an iw990 infant warmer had an issue. Upon device servicing at the f&p regional office, it was discovered that the screw bosses of the control panel were broken. There was no patient involvement.